Event description:
The reporter indicated that a 12.6mm vtich12.6; 6.50/1.5/062 (sphere/cylinder/axis) implantable collamer lens which was intended for the patient's left eye (os); had tore during injection/delivery into the eye. Lens was not implanted. On this same date a replacement lens of the same length was implanted and the problem was resolved. This occurred on (B)(6) 2022. The cause of the event was noted as "although there was no problem in the loading part; during implantation the lens got stuck in the cartridge and it was torn".

Manufacturer narrative:
Medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).